Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, respiratory tract irritation, dizziness, and/or headache (new or worsening), inflammatory response, and reduced cardiopulmonary ceserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The reported model number (dsxhcp) and serial number (B)(6) corresponds to a humidifier. The base device is unknown but has been reported as a dreamstation auto CPAP, as this is the most likely corresponding product.

Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, respiratory tract irritation, dizziness, and/or headache (new or worsening), inflammatory response, and reduced cardiopulmonary reserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: potential mineral deposits on heater plate indicating potential water ingress. Potential mineral deposits on interior top enclosure indicating potential water ingress. White dust-like contamination on heater plate. Unknown contamination on bottom enclosure. Hairs/fibers in bottom enclosure. Unknown contamination on back of exterior enclosure. Hairs/fibers on back of exterior enclosure. Pil was not able to confirm the complaint or address the symptoms specified. Box h: problem code grid, evaluation method code, evaluation results code, conclusion code grid has been updated.